Event description:
Hospital reported while using device they went to expand the large curved kelly lamp it broke and a part of it went into the pt's chest wall. They were able to retrieve it.

Manufacturer narrative:
A review of the complaints database reveals no other reports received on this device lot number. Upon receipt of the sample, and the completed investigation, a f/u report will be submitted.